Manufacturer narrative:
The investigation has determined that lower than expected vitros free t4 (ft4) results were obtained from non-vitros mas liquimmune lot lia2802a quality control (qc) fluid when using vitros immunodiagnostic products ft4 reagent on a vitros 5600 integrated system. The assignable cause for the lower than expected vitros ft4 results could not be determined. Historical qc results indicate acceptable accuracy of vitros ft4 lot 5560, however, unacceptable imprecision was observed from qc testing leading up to the event. Therefore, a vitros ft4 lot 5560 reagent issue cannot be ruled out as a contributor to the event. However, qc results obtained from vitros ft4 reagent lot 5560 testing using a single level of vitros free thyroid control lot 0800 indicated acceptable accuracy and precision. Precision testing performed on the vitros 5600 integrated system after the event indicated acceptable instrument performance. However, an insufficient number of replicates were processed. Furthermore, as no precision testing was carried out around the time of the event ((B)(6) 2024) an instrument related issue cannot be entirely ruled out as a contributor of the event. Pre-analytical sample handling and storage could not be ruled out as a contributing factor, as it was not possible to determine how long the qc vials were opened/reconstituted prior to the event. Therefore, it is possible that improper pre-analytical qc handling and storage contributed to the events, however, this cannot be confirmed. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ft4 reagent lot 5560.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros free t4 (ft4) results were obtained from non-vitros mas liquimmune lot lia2802a quality control (qc) fluid when using vitros immunodiagnostic products ft4 reagent on a vitros 5600 integrated system. Level 1 vitros ft4 result of 0.070 and 1.80 ng/dl versus the expected result of 2.87 ng/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros ft4 results were obtained from non-patient fluid and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).